Event description:
It was reported the pt experienced a loss of therapeutic effect. No stimulation was felt. There was no known incident related to the onset of the symptoms. The pt was seen in the clinic. Impedance testing was done. There was high impedance (>10000 ohms) on electrodes 9-15. Electrodes 0-7 and electrode 8 were normal. The pt underwent intra-operative lead inspection and subsequent replacement in 2008. During exploration, both electrodes were cut, so both were replaced to exactly the same location. Following the procedure, the pt recovered, but stimulation was reportedly not reaching the painful areas as effectively as it was before.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.